Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula infusion set issue associated with a lean body habitus on (B)(6) 2026 noted within three hours after insertion which led to elevated blood glucose displayed as high and was managed with a correction bolus via the pump.